Event description:
It was reported that the user's handheld would not hold charge. Different wall outlets were used but was unsuccessful. Handheld has been returned to the manufacturer for product analysis. Product analysis is currently pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serous injury.